Manufacturer narrative:
(B)(4). Device remains implanted.

Event description:
It was reported that an unknown screw fractured inside the implant. Fractured piece of the screw could not be removed. Implant remains implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The unknown 3i screw were not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and was used for an unknown period of time. Pictures or x-ray images were not provided. DHR review, sterilization record review and complaint history review could not be performed as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. A complaint history review could not be performed without relevant item and lot information. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or devices (biomet screws). Therefore, based on the evaluation, device malfunction could not be verified occur and the reported event was non-verifiable following inspection.